Event description:
The device was returned to the manufacturer for testing and calibration. It was analyzed and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the upper and lower case halves were broken, both bail covers and ring cover were broken, the lead flex cover was corroded, one printed circuit board cable was crimped, the battery contacts were compressed, both bails and ring were missing, the battery drawer had tool marks, the keyboard window was scratched and the display was missing columns.